Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed. Repeat testing was generated a positive result. On (B)(6) 2022 pcr confirmation testing (x2) was performed using diasorin platform generated negative results. The customer mentioned patient was diagnosed positive 20 days ago and they were positive to igg and igm. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10 the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.